Manufacturer narrative:
Date of event: exact date unknown, event date used was few years ago when the devices were explanted. Explant date: few years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 15527910.

Event description:
It was reported that the patient experienced itching due to tingling sensation. The patient underwent an ipg explant procedure. The patient was doing well postoperatively and the explanted ipg was not returned due to hospital policy.